Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. A correlation between the device and the reported pump thrombus could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to pump thrombosis and hemolysis. No additional information was provided.